Event description:
Related to MFR report # 2183959-2011-00531. On or about (B)(6) 2008 a pt was implanted with an ams apogee system, with the intention of treating the pt for "stress urinary incontinence, pelvic organ prolapse and rectocele." It was reported that "after, and as a result of the implantation of the pelvic mesh products" the pt "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, recurrence of prolapse, pudendal neuralgia, additional surgeries and other injuries." It was also reported that the pt "began to experience extreme pain and vaginal erosion and sought medical attention for said chronic pain and vaginal erosion." As a result it was indicated the pt "was subjected to four additional surgeries to revise, repair and to remove mesh, which had attached to some of her organs as well as fifth surgery to place a spinal cord stimulator to treat her chronic pelvic pain." It was stated that the pt has "experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and has sustained permanent injury."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.